Event description:
On (B)(6) 2012, a 25 mm trifecta valve was implanted. All follow up appointments since surgery have been normal, including an echocardiogram approximately two weeks prior to the sudden onset of symptoms. At the time of sudden symptomology, the patient presented at the hospital and leaflet damage with severe regurgitation was observed on echocardiogram. On (B)(6) 2017, the 25 mm trifecta valve was explanted and replaced with a 21 mm trifecta valve. During explant, the leaflet was described as if "the leaflet had been cut off and remained attached to the ring by only 1 commissure". The patient is reported to be stable.

Manufacturer narrative:
The results of this investigation concluded leaflet 3 contained a tear. There was circumferential fibrous pannus ingrowth on the inflow surface with narrowing of the inflow diameter. No inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tear and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.